Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Reportedly, the customer was taken to the emergency room and was subsequently hospitalized. Customer¿s bg was treated intravenously with saline and insulin. No additional information was provided regarding hospitalization. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.